Event description:
It was reported that the patient called the clinic with an actively alarming with a red heart alarm and had an alarm connecting to power. The patient's history only went back on (B)(6) 2025 at 0600. It was noted that the patient was using expired labs. Log files were submitted for review and captured several odd low power advisory alarms and power cable disconnect alarms on (B)(6) 2025. These alarms appeared to be occurring on wall power and batteries, specifically related to the black controller lead. The batteries and battery clips were exchanged however the alarms continued. The system controller was exchanged which resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal power cable disconnect alarms was confirmed by review of the submitted log file; however, the reported event of a red heart alarm could not be confirmed. The event log file contained approximately ~5.5 hours of information on 07may2025 (6:48 to 12:17 per timestamp). Intermittently throughout the data, atypical power cable disconnect and low power alarms were observed. These alarms activated due to the relative state of charge (rsoc) of the black power cable briefly dropping below the designed alarm thresholds. The observed alarms did not impact the ability of the controller to operate the pump at the set speed. No alarms which would correlate to the activation of the red heart symbol were observed. Available information indicated that the system controller was exchanged in response to the observed alarms, and there have been no similar alarms on the new system controller. To date, no products have returned to abbott for evaluation under this event. The root causes of the abnormal power cable disconnect alarms and the reported red heart alarm could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch and abbott heartmate 3 left ventricular assist system patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook explain how to troubleshoot the system controller alarms, including power cable disconnect and low voltage alarms. All alarms which prompt a red heart symbol are also explained. Section 6 of the patient handbook explains how to properly take care of and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.